Manufacturer narrative:
Initial.

Event description:
It was reported that a user dropped the ilet pump, after which the touchscreen remained black and unresponsive while the device vibrated and appeared to charge, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive control input, implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user was advised to revert to backup therapy until replacement was available.